Event description:
A consumer implanted for chronic low back pain and lumbar radiculopathy reported via the manufacturer's representative (rep) they experienced a fall on (B)(6) and experienced soreness at the implant site. According to the rep. No steps were/would be taken to resolve the soreness. The consumer reported to the healthcare provider's office on (B)(6) and saw the rep on (B)(6). At that time it was discovered the implantable neurostimulator (ins) was overdischarged upon interrogation. Prior to the fall the ins hadn't been charged for six to eight months. Two physician mode recharges (pmr) were performed and the consumer was sent home to finish recharging. An appointment was scheduled for (B)(6) to clear the power on reset (por) since the consumer didn't want to wait for the ins to charge to (B)(4) to clear the por. After the consumer went home they called the rep and told them the battery was discharging quickly so they wanted to know if the fact that they fell on the ins 5-10 days prior to meeting with the rep. May have damaged the ins battery. It was noted when the rep. Met with the consumer there was no redness or bruising and the ins site looked fine, thus they didn't think the fall was hard enough to damage the ins. An impedance check was performed with all results within normal range. Following the overdischarge the consumer claimed they had to recharge four times per day which was too often, since they used to charge once per week. It was noted the consumer had not been reprogrammed, switched to a new group, or recently increased their parameters. Based off the consumer's statistics from the clinician programmer showed charging sessions from (B)(6) of 2000 which were also indicative of a por following an overdischarge. It was noted the consumer had been using a different recharger so not all of the sessions were logged in the recharger report. Reprogramming was performed giving the consumer good coverage on their back and legs trending into the left flank (the stimulation in the left flank wasn't painful) while they were sitting. During reprogramming the battery did drop from fully charged to (B)(4), so the consumer was reeducated on charging. It was unknown if the issues regarding recharging resolved following this, but the consumer was getting effective therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.